Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 8 years, due to aortic valve insufficiency. Operative report indicates the patient suffered 2-3+ aortic regurgitation. The aortic valve had dehiscence valve leaflet from the commissural post partially causing prolapse of a leaflet. Patient also underwent mitral valve annuloplasty and patent foramen ovale closure during the same surgery.

Manufacturer narrative:
X-ray evaluation summary: as received, commissure 2 appeared to be pushed outwards, as evident in the x-ray. This may have led to 2-3mm tissue tears at the free margins of leaflets 1 and 2 at commissure 2. The above disruptions are possibly mechanical damage occuring at explant. Swollen and thickened tissue was detected at the free margins and at the cusp area along the attachment in all three leaflets. Leaflet 1 was dropped relative to the other leaflets. Tears were noted at opposite commissures of the leaflet. At commissure 1, the tear measured to approximately 5mm, and 3mm at commissure 2. Host tissue is minimal at the stent outflow. No other inconsistencies detected in the x-ray as the wireform is intact. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates non-calcific tissue degeneration (thickened and swollen tissue) as the primary cause of the reported leaflet prolapse leading to regurgitation and ultimately the explant. Non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.